Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 41 mg/dl at the time of the incident. The customer was at 117 mg/dl at the time of the call. The customer was given glucagon and glucose tablets to treat. The customer experienced symptoms such as being unresponsive. The customer is unsure if they were wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed. The customer was having sensor glucose versus blood glucose differences. The customer also reported unexpected high blood glucose events, which they treated for with extra insulin. The insulin pump will not be returned for analysis.